Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The strike plate fractured off the device and was returned. The device was manufactured in 2013 and exhibits signs of extensive wear/usage. This was likely due to fatigue loading of the weld joint caused by repeated impacts. This failure mode has been previously identified. Since the manufacturing of the complaint device, changes have been implemented to reduce the occurrence of this failure. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery, when surgeon was impacting trial cup and went to back it out by hitting the impactor head on the underside, it popped off. The surgeon put it back on and wrapped loban around it to insert the real r3 cup. All pieces were removed from the patient. There was no harm to the patient or staff. There was only about a 1 minute procedural delay to the case because of the incident. Smith & nephew back up was available if needed. It was not needed.